Event description:
It was reported that the patient was experienced high blood glucose levels on (B)(6) 2026 due to infusion set leakage at the quick release.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: california. Post office or zip code: 91325. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: review of complaint record database (B)(6) event description and all available information was completed, and lot number 6014965 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - trace moisture / minor wetness a query was run in the electronic quality management system (eqms) on 22-apr-2026 against "lot number" "6014965" and similar malfunction codes: leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur. No records were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 22-apr-2026 against "lot/batch number" "6014965". No records were found. Batch record review: sub assembly batch record with lot 5f05834 and 5f05840 for the main batch record with lot 6014965 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot number 6014965 was provided, however, as the complaint is categorized as reportable and no issues were found during eqms search and batch record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.